Event description:
Inspiratory breathing limb came into contact with the expiratory limb which caused the inspiratory limb to melt at the contact point. This caused the circuit to leak. Both limbs have heated wire inside, which could cause the melting to occur during contact.====================== manufacturer response for universal neonatal heated ventilator breathing circuit, hudson rci======================no response so far.